Manufacturer narrative:
The device was returned for evaluation. During testing, the reported issue did not repeat. However, testing showed the device relayed no image during the first test due to a non-responsive printed circuit board. The image issue later resolved but this type of circuit board issue could cause a static image. During functional testing, the device leaked at the instrument channel. Examination showed the device's bending section adhesive was cracked and the insertion tube was buckled. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.

Event description:
The customer reported to olympus medical that the evis exera iii gastrointestinal videoscope relayed an image with heavy static to the monitor; the subject could not be recognized. The customer reported the issue was identified during preparation for use. No adverse effects to patient reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.